Event description:
Letter from an attorney alleges the customer was injured when she was ejected from her lift chair. The nature of the injuries were not disclosed.

Manufacturer narrative:
The device is not being made available for evaluation at this time.should the device become available for evaluation, a follow up report will be submitted upon completion of investigation.